Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 333-high mg/dl; due to customer not properly following load procedures. Customer addressed bg level via correction bolus via manual dose injection. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue.